Event description:
After playing football, the pt reportedly had decreased sound quality. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.